Event description:
It was further reported that there were no deflation difficulties experienced, however balloon withdrawal difficulties were encountered. The lesion being treated was a 100% stenosed, de novo, proximal left anterior descending (lad) artery lesion. This was predilated with a 15 mm balloon. The physician was able to inflate the balloon on the first attempt without incident. The taxus express2 8.8% 3.5 x 12 mm drug eluting stent was successfully deployed. The balloon was deflated, however the balloon stuck to the stent. The physician reinflated the balloon to 16 atms and deflated it, applied traction to the wire and guide, and eventually disengaged the guide to enable greater force to pull out the balloon. The balloon was removed from the pt intact and deflated. There were no pt complications and the final pt condition was reported to be stable.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician deployed the taxus express2 8.8% 3.5 x 12 mm drug eluting stent in the circumflex (cx) artery. Upon deflation, the balloon took over one minute to deflate. There were no pt injuries or complications.